Event description:
It was reported that the user experienced hyperglycemia after an infusion set and supply change while using the ilet system, with blood glucose reaching 300 mg/dl before declining to 190 mg/dl after a repeat full supply change; the user noted possible scar tissue at the infusion site and was advised to rotate sites. Symptoms included elevated blood glucose. Outcomes included no injury and no medical intervention beyond troubleshooting. Investigation included user interview and troubleshooting education. Investigation of this case revealed the glucose elevation resolved after the supply change and site rotation guidance, with the cause remaining unclear. It was concluded that the event was non-serious with cause unclear and that education on infusion site rotation was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.